Event description:
A leak. The caller is reported that the patient could not be ventilated due to a leak on the device. The reported that replacement of the tube was required. The caller reported that the model and lot number of the device are unk. This report is associated to the fifth occurrance on rp200605-0356 / MFR# 2936999-2006-00535.